Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2014 with the following findings: visual inspection of the pump found no cosmetic damages. The pump powered up to a dim and discolored display screen with auditory and vibratory features. No tactile issue was observed with the buttons. The reported display issue was duplicated in the investigation. Unrelated to the display issue, the battery compartment was found to have cracked below the grip pad.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display was dim and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.